Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2008, the patient underwent stenting in the restenosed predilated proximal left circumflex artery with one xience v stent, in the restenosed predilated left main coronary artery (lmca) with one xience v stent, and in the restenosed predilated proximal left anterior descending artery with one xience v stent. On (B) (6) 2010, the patient experienced unstable angina and underwent cardiac catheterization that found in-stent restenosis of the lmca. The lmca lesion was revascularized via percutaneous coronary intervention on (B) (6) 2010. There was no adverse patient sequela. The patient's condition resolved on (B) (6) 2010, and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B) (4). Use in in-stent restenosed lesion. (B) (4). Evaluation summary: the device remains in the patient. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the 3.0 x 18 mm xience v stent was implanted to treat in-stent restenosis, it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent has not been established for subject populations with in-stent restenosis. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (qc) audit inspection is used to verify the product quality.